Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that patient used the refrigerated insulin on (B)(6) 2026, this resulted in elevated blood glucose levels that was managed with self-administered insulin via multiple daily injection therapy.